Event description:
A pharmacist reported that a first time user of complete comfortplus multi-purpose solution used the solution with a brand new pair of disposable lenses and after about 1 hour. The user started to experience stinging. After 3 hours, the user experienced severe stinging which caused the user to have to go to a dr. The dr flushed patient's eyes with sterile saline, prescribed chloramphenicol cream and drops, and the patient's eyes were covered with bandages for two days. The dr reported that the pt had experienced a severe corneal ulceration. Because the corneal had not yet healed after one month, the patient could not wear contact lenses. At the last report. The patient was wearing spectacles and not having any vision problems.